Event description:
Codman representative reported that the device was explanted due to an occlusion. In addition, a culture taken on second implant exhibited signs of an infection. Patient was treated with antibiotics and the infecton was resolved.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.